Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps alarming error code 46828. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have logs that match the complaint, and the unit was found to have a coin cell battery that was too low on coin cell that caused the customer reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative charged the coin cell battery per the technical service manual and updated software. The pump passed all functional tests and performed as intended after repair.